Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had a fall that jolted his system. The patient had an intense burning sensation near the pocket site when the therapy was on or when charging the implant. The patient also only felt stimulation in the bottom of the left foot. The stimulation issue was felt intermittently when stimulation was on or off and started at the same time as his fall. The patient was advised to follow-up with their healthcare professional for imaging. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the weight was asked but unknown. The cause was not determined. The device was reprogrammed and the event was resolved. The provided information was confirmed with the account/physician.